Event description:
It was reported the patient experienced static shocks (not painful) over lead (by left ear) throughout the day, which occured in different positions and environments. There was no history of falls or trauma. The shocks had occurred since the device had been replaced, but were getting worse. Impedances had not changed, and the physician was unable to recreate the shocking sensation with palpation. The physician indicated that since the therapy was working so well for the patient, she was less inclined to invasively explore the cause of the shocking.

Manufacturer narrative:
This report is being submitted following an internal audit.